Event description:
Mother reported the infusion device delivered an un-programmed bolus of 4 i.u. On (B)(6) 2012 when the patient was asleep. Patient's blood glucose was 28.7 mmol/l (516.6 mg/dl) between 8:00-9:00 a.m. And 20.6 i.u. Of insulin was delivered, 25.7 mmol/l (462.6 mg/dl) between 12:00-1:00 p.m., 27.0 mmol/l (486 mg/dl) between 7:00-8:00p.m. And 16.9 i.u. Of insulin was delivered, and 3.3 mmol/l (59.4 mg/dl) between 11:00 p.m.-12:00 a.m. The infusion device was requested for evaluation. The patient did not require treatment form a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.